Event description:
Customer reported that intermittently the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the intelligent shut down power control board. System operates as intended.